Manufacturer narrative:
It was reported that the balloon ruptured. The intended procedure was stenting of the subclavian artery. The vessel was moderately tortuous with a 99% stenosis. A bard luminexx stent was deployed and an optapro balloon catheter was used for post dilation. However, the balloon ruptured a 6 atmospheres. It is unk if difficulty was experienced while advancing the catheter to the intended site or while crossing the previously deployed stent. The device was not returned to cordis for analysis. Therefore it could not be confirmed if there was evidence of surface abrasions on the outer surface of the balloon material that might have caused the rupture. In this case, vessel/lesion chracteristics could have been a contributing factor to the reported event. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan.

Event description:
During an angioplasty and stenting procedure of the subclavian artery, this balloon ruptured at 6 atmospheres during its initial inflation, with an indeflator. The pt is a male. The vessel was mildly tortuous, but not calcified. The rate of stenosis was 99%. It is unk where the physician made access to the pt. The physician had no difficultly accessing the lesion with the guidewire. After proper inspection and preparation, the balloon was advanced to the lesion to perform post dilatation of a stent that was placed in the lesion. Upon inflation with an indeflator, the balloon ruptured at 6 atmospheres. Therefore, it was carefully withdrawn out of the patient's body, and another balloon catheter (powerflexp3, 10mmx20mm) was used to post-dilate the stent, and the procedure was successfully completed. There was no reported injury to the pt.